Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was successfully implanted. Post-operatively, the patient had developed a pericardial effusion due to a minor perforation in the right atrium. A pericardiocentesis was performed using a pigtail catheter to remove blood from the pericardial space and the pigtail catheter was then connected to a drain. A new procedure was performed to reposition the ra lead; however, testing on the pacing system analyzer (psa) found the pacing impedance was high, out-of-range at greater than 2000 ohms. A fracture was suspected and the lead was explanted and replaced with passive fixation model. The procedure was completed with no further difficulties. The post-op pacemaker check was satisfactory and the patient would remain monitored in the hospital for a couple more days to ensure the pericardial effusion was resolved before discharge. No additional adverse patient effects were reported. The explanted lead was not expected to be returned.